Event description:
Crd_1003 - vantage eu0748-1018 (B)(4). It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. During the procedure, before predilatation, left bundle branch block was observed. At the end of the day, the qrs narrowed and no treatment was required. The device was successfully implanted. In the afternoon, an echocardiogram was performed, which showed moderate aortic insufficiency due to paravalvular leak, perhaps secondary to calcium in the native valve. It is unknown if an intervention was performed. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) and left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. It is possible that the deployment difficulty caused by calcification could have contributed to the reported heart block. The cause of the reported pvl could not be conclusively determined; however, implant depth of 6mm from the ncc and deployment difficulty due calcium distribution could have contributed to the pvl. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, artmt600158596, revision b, stated ¿implantation precautions: to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm, and b) limit manipulations across the lvot.¿ in this case, the reported malposition of device was due to device released with an implant depth of 6mm from ncc.